Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified left superficial femoral artery(sfa). A 6.0mmx100mmx135cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6.0mmx100mmx135cm sterling¿ balloon catheter. No patient complications were reported.